Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. The deviation of the leaves was recognized during the morning check and corrected. In case such a deviation occurs during the treatment day, it may potentially happen, that patients are treated for one fraction with a dose to wrong location. This may potentially result in a moderate injury. Worst case: if the issue is not detected or ignored during the morning check procedure and the treatment is continued with incorrect leaf positions for several fractions, this could potentially result in a serious injury. Probability: c (remote). Even if there may be a deviation of some leaf positions during the day, the deviation will be recognized at least during the morning check the next day. The daily morning check is recommended in our manuals. In many countries, it is even mandatory by law. A considerable deviation may also be detected when using light field or imaging options of the linac. There is a good chance, that a deviation of the leaves is recognized within a short time during the treatment routine. However, a mistreatment for one fraction may happen once. No other products are affected.

Event description:
A potential product issue has been identified with our primus linear accelerator. In the abundance of caution, this issue is being reported. During a morning check, only the 10 middle located leaves of the mlc were positioned correctly (on both sides). All other leaves (on both sides) were opened between 4 until 5 mm and no error was indicated. The preventative action was to change the rams and roms on sensor I/f1 printed circuit assembly. There were no problems found after a subsequent calibration. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.